Event description:
The reporter states that she obtained blood glucose comparisons with results "lo" (less than 10mg/dl), 214mg/dl and 153mg/dl on the accu-chek compact plus system. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.